Event description:
It was reported that the pump battery was depleting quickly. The customer reported their blood glucose (bg) level as ¿high¿, specific value was not provided. Reportedly customer¿s bg was addressed with a manual injections. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.